Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act keypad dome. The device had minor scratches on the lcd window, cracked case near the display window corners and a cracked reservoir tube lip. The keypad connected was properly closed during the visual inspection. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that they replaced the battery on the insulin pump 4 times and received a weak battery alarm. Customer advised they buttons are unresponsive and they cannot clear the alarm. Customer's blood glucose reading was 325 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the act button responds intermittently. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.